Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5345996. Refer to CAPA (B)(4). Conclusion: confirmed complaint. CAPA (B)(4) has been opened to document the investigation path and corrective/preventative actions taken to remediate this defect. Refer to CAPA (B)(4).

Event description:
It is reported that the top of the bd vacutainer® plus plastic sst tube, the gold bd hemogard¿ closure flew off during centrifugation. No serious injury or medical intervention.